Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. The procedure was completed successfully, without any incidence. Following the procedure, the patient presented with excruciating pain, accompanied by a clear, urine-like discharge from the cervix. Sonography was performed and fluid build-up in the uterus was seen. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.